Event description:
It was reported that the fiber cap detached during the prostate procedure. It is unknown if the device was inside the patient at the time of the detachment. The location of the cap is unknown, however, there was no report of the device remaining inside the patient or that cap retrieval was performed. No additional information was provided by the customer. There was no report of patient injury.

Manufacturer narrative:
(B)(4).